Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded the same cartridge multiple times with 175 units of insulin, and received a minimum fill notifications. The customer then loaded a new cartridge with 175 units and received an inaccurate fill estimate. During troubleshooting with tandem technical support, the customer reloaded the second cartridge, and the customer received an accurate fill estimate of 120 units, and was able to resume insulin therapy. Customer's blood glucose level was not impacted.